Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report for the right hip revision noted the revision was due to pain and elevated metal ion levels. No significant metallosis was present. The modular head and acetabular cup were removed and replaced with competitor¿s components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00553/ -03607).